Event description:
Info received indicates the nurse call function is not working.

Manufacturer narrative:
The tech found there was no output from the universal pc board. The tech replaced the board to repair the bed.